Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy pacing impedance. The pacing impedance reached high out of range values. Technical services (ts) is to review the reports. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy pacing impedance. The pacing impedance reached high out of range values. Technical services (ts) is to review the reports. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that an x-ray was conducted, which revealed no abnormalities. The lead was replaced with another manufacturer. No additional adverse patient effects were reported.